Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited noise which was oversensed resulting in an inappropriate shock to this patient. The smart pass feature was off. A shock impedance measurement of 137 ohms was observed, noted to have been a significant increase from previous measurements. Technical services (ts) recommended imaging to confirm system location. The field representative performed automatic setup in which all 3 vectors failed in all postures. The field representative would follow up with the physician. Currently, this electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode has been returned and will be analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that this electrode exhibited noise which was oversensed resulting in an inappropriate shock to this patient. The smart pass feature was off. A shock impedance measurement of 137 ohms was observed, noted to have been a significant increase from previous measurements. Technical services (ts) recommended imaging to confirm system location. The field representative performed automatic setup in which all 3 vectors failed in all postures. The field representative would follow up with the physician. Currently, this electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited noise which was oversensed resulting in an inappropriate shock to this patient. The smart pass feature was off. A shock impedance measurement of 137 ohms was observed, noted to have been a significant increase from previous measurements. Technical services (ts) recommended imaging to confirm system location. The field representative performed automatic setup in which all 3 vectors failed in all postures. The field representative would follow up with the physician. Currently, this electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.